Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at the time of the event. Article authors: castrodeza, j., ortiz-bautista, c., blázquez, z., valero, m., pedraz, á., ruiz, m., sousa, I., juarez, m., barrio, j., zatarain, e., pinto, á., & fernández avilés, f. (2022). Development of aortic regurgitation after lvad implantation with descending thoracic aorta anastomosis technique. The journal of heart and lung transplantation, 41(4), s239. Https://doi.org/10.1016/j.healun.2022.01.1738. No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research abstract, "development of aortic regurgitation after lvad implantation with descending thoracic aorta anastomosis technique," that heartmate 3 (hm3) may be associated with bleeding and aortic regurgitation that could require surgical intervention. They were implanted using a left thoracotomy and descending thoracic aorta anastomosis technique due to having had calcified plaques in the heart. The patient associated with this report experienced a hemothorax post-operatively. After 803 days of support, the patient was admitted for an ulcerative colitis flare-up. A transesophageal echocardiogram (toe) was performed that revealed a significant aortic regurgitation that would require a transcatheter aortic valve replacement (tavr). The date of this event was listed as (B)(6) 2022, the same as the publish date, as the date of data collection was not provided.

Manufacturer narrative:
Section b5: the second case reported in the research has been captured under related manufacturer report number: 2916596-2022-11527. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events (aortic insufficiency and bleeding) cannot be conclusively determined through this evaluation. A study conducted by (B)(6) hospital, stated that aortic regurgitation (ar) is a complication of left ventricular assist device (lvad) support. The prevalence of ar increases by 30% with lvad implant. Left thoracotomy (lt) access and descending thoracic aorta anastomosis technique (dtaat) avoid conventional sternotomy complications, especially with patients with previous coronary artery bypass grafts (CABG), those with previous sternotomies or porcelain aorta. The study presented two cases of severe ar after lvad implantation with dtaat (refer to MFR # 2916596-2022-11527 for the evaluation of the second case). The first case was a 70-year-old male with advanced heart failure (hf) due to dilated ischemic cardiomyopathy (icm) with previous CABG and a left ventricular ejection fraction (lvef) of 25%. In (B)(6) 2019, the patient was implanted with a heartmate 3 (hm3) via a lt. The initial plan was to anastomose the outflow graft to the ascending aorta but due to calcified plaques, dtaat was done. The patient¿s postoperative course included a hemothorax. On discharge, there was pulsatility and the patient required a high dose of vasodilators. The patient¿s lvad parameters were 5100 rotations per minute (rpms), 3.1 liters per minute (lpm), and they had a pulsatility index of 6-7. After 803 days on support, in (B)(6) 2021, the patient was admitted due to an ulcerative colitis flare-up. The patient¿s natriuretic peptides were high, and a transesophageal echocardiogram (toe) revealed a significant aortic regurgitation which was pending a transcatheter aortic valve replacement (tavr) procedure. The study concluded that the etiology could be related to a minor wash out of the aortic root. A dtaat is particularly applicable for patients with a history of previous cardiac surgery and usually done in destination therapy cases because the anastomosis to the descending aorta can be hard to reach during transplantation. Dtaat should be applicable to patients with increased ventricle dimensions and if the aortic valve is closed, a surveillance of thrombus formation and ar development should be advised. The device history records were not reviewed because the serial number of the implanted heartmate 3 left ventricular assist device is unknown. The referenced case consisted of a heartmate 3 left ventricular assist device patient. The heartmate 3 left ventricular assist device serial number, as well as other specific case/patient information, is not available and was not requested. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. G, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-11527.